Event description:
It was reported that the patients stimulation was turning off by itself. It was also noted that the patient was experiencing discomfort at the ipg site. A database analysis showed that the ipg was working as expected. The patient underwent an ipg revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. Nothing was removed or added.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.